Manufacturer narrative:
The investigation confirmed that results from two patient samples processed on the engen laboratory automation system were associated with incorrect sample ids. User error was determined to be the root cause of the event. Specifically: after the tubes for sample a and sample c were placed into the centrifuge module load rack, an improper reboot of the system was performed which stopped the centrifuge module but the customer did not remove all samples prior to restarting the centrifuge module as instructed in the user documentation. The operator started the centrifuge module and released the module lock but did not remove all samples prior to releasing the module lock as instructed in user documentation. The engen laboratory automation system correctly identified the sample ID (sid) mismatch by posting a cross check error message, as designed. The investigation determined the engen laboratory automation system did not malfunction.

Event description:
A customer reported that results from two patient samples processed on the engen laboratory automation system were associated with incorrect sample ids. The mis-associated test results for both events were not reported out of the laboratory. It was confirmed that there was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).